Manufacturer narrative:
The field support engineer (fse) tested the device and confirmed the speaker was malfunctioning and the speaker needed to be replaced. The speaker was replaced. The device was operational after repairs were completed. Reporting address line 2 (B)(6). Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that there was a speaker failure and the sound cannot be turned on. The device was not in use on a patient at the time of the event. There was no adverse event reported.